Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Complaint #(B)(4). Device has not been returned to date.

Event description:
As reported (B)(6) 2016, a patient of unknown age and gender presented for an endovenous laser procedure. During preparation for the procedure, when the laser fiber was removed from the sterile packaging, it was noted the fiber was fractured. The device was set aside and a new of the same device was used to successfully complete the procedure. There was no harm or injury to the patient due to the event as the device did not come into contact with the patient. It was reported the disposable device is available for return to the manufacturer for evaluation.

Manufacturer narrative:
As the device was not returned, angiodynamics is unable to perform a device evaluation. The customers reported complaint of a broken fiber is unable to be confirmed since no product was returned for evaluation. Without receiving product to evaluate, we are unable to definitively determine root cause for this event. It was reported that the defect was noticed while unpacking the device and the patient was unaffected due to this event. A review of the lot history records was performed for the reported packaging lot for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The vendor was made aware of this per (B)(4). Their response contains the statement: "the current evlt product has some inherent design elements that leave the fiber vulnerable to breakage during handling and use due to the presence of the stripped fiber. Throughout the manufacturing, cleaning and coiling processes, there are procedures in place that protect the fiber from breakage and maintain fiber integrity and robustness through formal inspection and shipment to the customer. During the manufacturing process, fibers are repeatedly bent and coiled and there is a final visual inspection performed with a hene laser to check the entire fiber length for defects prior to shipment. " during the packaging step, the fibers are inspected for damage. It is unlikely that the fiber was fractured prior to packaging. The most likely root cause to this event is due to handling after the device left the angiodynamics facility. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).